Event description:
On (B)(6) 2007 at the (B)(6) clinic outpatient endoscopy, dr. (B)(6) and staff did a coloscopy then pan endoscopy with biopsies/brushing. I woke up with severe pain in the roof of my mouth and complained. They sent me to pa (physician's assistant) who saw nothing. Infections and stroke. Finally, was removed (B)(6) 2023. It looks like a tip of brushing tool. Thank you. (B)(6).